Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/20/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/31/2013 with the following findings: during testing, scratches were found on the pump display screen, but no cracks. The pump was powered on and the display screen had a dim pink contrast. When replaced with a test screen, the display functioned properly. Unrelated to the complaint, a crack along the battery compartment was observed.

Event description:
The reporter contacted animas on (B)(6) 2013 and stated the display screen was heavily scratched and cracked. The reporter stated the damage occurred after the pump was dropped and stated the patient could safely read the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.